Event description:
This lead was implanted on (B)(6) 06. The lead was explanted and replaced during device changeout on (B)(6) 11 for an unknown reason. The physician was dr.(B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).